Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the black pule wire was cut in the monitor's electrode belt connector receptacle, which prevented the monitor from the detecting an ECG signal and caused the reported alarms. The root cause for the cut pulse wire could not be positively identified. No adverse event resulted from the cut pulse wire. The patient received a replacement monitor.

Event description:
A zoll patient service representative contacted zoll customer support to report that a (B)(6) female patient was receiving check therapy electrode alarms. The patient was issued a replacement monitor.